Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint remains under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to power up. No serial number was provided.